Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use on 14jun-2024. The infusion set was used for five hours. No further information available.